Manufacturer narrative:
The device has not been returned for evaluation, should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Speed (se-1818) was inserted appropriately during triple procedure (B)(6) 2013. Follow-up x-ray on (B)(6) 2014 revealed that implant had broken. Patient has not required revision surgery, nor removal of broken implant. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.